Event description:
Tip of driver broke off while inserting bio-tenodesis screw. Tip was not retrieved from the implanted device. Hospital reported no adverse consequences with patient. This device is used for treatment.

Manufacturer narrative:
Device is expected, but not yet available for evaluation. A follow up report will be submitted upon completion.